Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer needed to wiggle the usb cable in order for the pump battery to successfully charge. Reportedly, the customer was able to charge the pump with an alternate cable and adapter. There was no reported impact to the customer's blood glucose level.